Event description:
Reporter indicated that a system diagnostics test yielded a lead impedance high at a normal office visit indicating a possible lead malfunction. No trauma was reported that could have caused or contributed to the reported high lead impedance. The patient is autistic and MDR and picks at the device. The "patient is going to have his vns therapy system explanted due to the 'anchor beginning to protrude,'" but the surgery is not yet scheduled. The physician plans to re-implant one month post explant.

Manufacturer narrative:
Device malfunction is suspected.